Event description:
An infection was reported. The patient was seen the day prior to the report for a follow-up exam for swelling over the pump. It was reported that the patient noticed swelling over the pump (B)(6) 2014 and was seen in the clinic (B)(6) 2014 when 30ccs of yellow fluid was aspirated from the pump pocket and cultured, results showed staph epidermitis. The patient was afebrile and there was no elevated wbc. It was noted that on the day prior to the reported there was more swelling over the pump again and they aspirated 13ccs of bloody yellow fluid and repeated blood work and cultures. The results of the cultures are pending. The pump was delivering bupivacaine at the time of the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).